Manufacturer narrative:
The insulin pump failed displacement test. The insulin pump alarmed motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump received with cracked case at lcd window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working. Nothing further reported.